Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was impacted; however, the level was not provided. The contact had performed a system check and the occlusion appeared to be related to the infusion set site; however, after the occlusion, the customer delivered the remainder of the bolus and a site change was not reported. The customer and contact thought that the occlusions may have been caused when the infusion set tubing was tucked underneath the customer's pants. The customer has since changed this practice and the frequency of the occlusions have diminished.